Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 110031418, cr prolong 36mm brng std; lot#: 65115564. (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder revision approximately 4.5 months post implantation due to chronic dislocation. There was no trauma reported that caused the dislocations. Attempts have been made and no further information has been provided.